Manufacturer narrative:
Samples have been received and are being sterilized.

Event description:
During a procedure, the product came completely separated and contaminated the part of the field and several doctors.